Event description:
Customer reported the system failed due to heating of the x-ray trigger circuit. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the x-ray tube needed to be replaced. Customer did not accept repair quote.